Event description:
It was reported that pump displayed malfunction alarm code 0 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset pump, assisted caller with reset, confirmed malfunction did not recur, advised customer to continue using pump, and instructed caller to contact support again if malfunction code recurred.